Manufacturer narrative:
Summary of evaluation: the investigation concluded that the event is related to other previous events for this product where the handle fractured inferior to the strike plate. In some of these events the strike plate then disassociated from the handle. Investigations of these previous events concluded that the root cause is design related. The position of the through hole, version holes and superior lightening hole, inferior to the strike plate, do not discourage crack initiation and propagation. No similar events have been reported for products manufactured after implementation of this design change. If cracks are found the handles are to be returned to stryker orthopaedics under (B)(4). According to the product bulletin, no per is required for these returned devices.

Event description:
As part of the inspection of these devices according to regulatory action (B)(4), the items failed inspection due to being broken and/or wear and tear.